Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to massive hematoma, device erosion and infection. Surgical intervention was needed to resolve the issue and the defibrillator was explanted. There were no additional adverse patient effects reported.